Event description:
Account alleged that the head was drifting down when the manual selector was on the head function. Also the head and hi/low was drifting down when the manual selector was on the hi/low function.

Manufacturer narrative:
Account replaced the release valve and the problem returned. Whatever function is selected in the manual selector drifts. Account replaced the manual pump assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.